Event description:
It was reported that during troubleshooting for the unrelated alarm the home patient (hp) had noticed that there was air in the patient line in drain 1 of 5 while the hp was connected. The hp had disconnected from the hc prior to finding air in the patient line and later reconnected using proper aseptic techniques. The technical service representative (tsr) advised the hp to end the therapy and start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.